Event description:
It was reported there was leaking between the introducer needle and syringe. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars) and a lidstock for analysis. No definite signs of use were observed. After failing functional testing (see below), the handle was broken to examine the valves inside. The valve mechanism should consist of two bi-lateral valves and a spacer. Visual inspection of the handle revealed only the proximal valve was present. The spacer and distal valve were not in the handle assembly. The returned sample was functionally tested in accordance with the instructions for use provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The ars was not able to aspirate water with or without a lab inventory introducer needle attached. The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringes in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are not functioning as intended. The lot number listed on the returned lidstock did not match the reported lot number. Therefore, two device history record reviews were performed (one on reported lot# and one on returned lot#), and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The report of a leaking ars was confirmed through complaint investigation. Visual and functional analysis revealed that the distal bivalve and the spacer were missing from the assembly. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported there was leaking between the introducer needle and syringe. No patient harm reported. The device was replaced. The patient's condition is reported as fine.